Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose to 17 mmol/l (306 mg/dl). The patient reported being unsure if the cannula was properly seated in the infusion site. Symptoms reported include nausea, difficulty breathing and headaches. The pod was removed and the patient was placed on insulin shots for treatment. The patient was discharged after two days. The patient does not recall the occurrence date as the incident occurred years ago.